Manufacturer narrative:
(B)(4). Reporter's phone number was not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 6 of 7 for the same event: it was reported from (B)(6) that during a humeral diaphysis fracture surgery, the surgeon applied an ehn (expert humeral system) long nail and discovered that the adaptor device had not been sterilized; the radiolucent drive device was making a rattling noise, the drill bit device idled inside the radiolucent drive device, the connecting unit became excessively overheated and the quick coupling device had an undetermined malfunction. According to the reporter, the surgeon closed a proximal incision and held the surgery in abeyance while the adapter device was being sterilized. The reporter stated that the surgeon drilled a hole for the second screw by using the radiolucent drive device. It seemed the limiter on the radiolucent drive device came into action and made a rattling noise. The surgeon then detached the adapter device from the small battery drive device and connected them a few times. It was reported that when the surgeon started re-drilling, the drill bit device became idle inside the radiolucent drive device. When the surgeon tried to release the adapter device from the small battery drive device, both the radiolucent drive device and the drill bit device idled together. It was reported that because both devices rotated together; the drill bit device could not hold the screws tightly due to the idle rotation. According to the reporter, when the drill bit device idled, the connecting unit became excessively overheated. The battery casing device and battery were used with the other devices during the same event. There was a twenty minute delay to the surgical procedure. It was not reported if spare devices were available for use. It was reported that the event occurred during use on a patient. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.